Event description:
During declotting of dialysis graft, physician removed 5f catheter without any problem. While inserting a new catheter, physician noticed marker band from first catheter had come off and floated into native vessel. Physician surgically removed marker band lodged in artery.